Manufacturer narrative:
Sections with additional information as of 22-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 13-apr-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e2 and e-5) and high blood glucose test results. The customer is concerned with test results from results obtained of 224, 145, 137, 194, 140, 142 and 152 mg/dl. The customer¿s expected am fasting blood glucose test result range is 106-134 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/14/2024 test strips were opened one month prior to call. The meter memory was not reviewed for previous test result history, customer provided test results from his notes. Customer stated that all results were am fasting: result: 224 mg/dl date (B)(6) 2023. Result: 124 mg/dl date (B)(6) 2023. Result: 145 mg/dl date (B)(6) 2023. Result: e-5 date (B)(6) 2023. Result: e-2 date (B)(6) 2023. Result: 137 mg/dl date (B)(6) 2023. Result: 131 mg/dl date (B)(6) 2023. Result: 194 mg/dl date (B)(6) 2023. Result: 140 mg/dl date (B)(6) 2023. Result: 142 mg/dl date (B)(6) 2023. Result: 152 mg/dl date (B)(6) 2023. Result: 124 mg/dl date (B)(6) 2023. Result: 134 mg/dl date (B)(6) 2023.